Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip caught on chordae appears to be related to patient morphology/pathology and user technique due to the rotated heart and difficulties with visualization. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that there is no evidence of a device issue in this incident. The report of poor imaging can be causal to the reported difficulty with clip implantation and chordal entanglement. The reported patient effects of mitral regurgitation and failure to deliver the mitraclip to the intended site are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was reportedly discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip ((B)(4)) became caught in the chordae and could not be removed, which required the clip to be deployed in an unintended area within the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The heart was rotated. The first clip delivery system was advanced to the mitral valve, and leaflet grasping was performed. The mr appeared to be reduced; however, after the clip was deployed, it was observed that there was no reduction of mr. The second cds ((B)(4)) was advanced to the mitral valve. After advancement into the left ventricle, the clip became caught in the chordae. Due to the poor imaging, it could not be determined which way the clip was facing. After several troubleshooting attempts were made, the cds still could not be removed. The decision was made to deploy the clip in the chordae. It is possible that the clip was also deployed on one leaflet, but could not be confirmed. The third cds was advanced and deployed; however, there was no reduction in mr. No further treatment has been planned. Three clips were implanted, and the mr remained at 4+. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.